Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2

Event description:
Reference number (B)(4). Event occurred in the united states. On 01-jun-2024 and 29-jun-2024, it was reported that the patient faced infusion set fell off during use. The infusion set was in use for 24 to 36 hours. The patient replaced infusion set and resumed insulin successfully. No further information available